Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center produced image that suddenly disappeared. The issue was found during a thoracoscopic surgery procedure. The image was restored by restarting the device, which did not affect the patient. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. After connecting and operating according to the instruction manual, no abnormality could be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.